Event description:
According to the reporter, intraoperatively of a veterinary case of a lateral suture of the subcutaneous layer of the knee of a canine, a box of suture was opened and the first two packs of suture snapped off the needle. As a resolution, a new suture from another brand was used to complete the procedure.

Manufacturer narrative:
D10 concomitant medical product: 8886623341, 8886 6233-41 maxon 3-0 grn 75cm v20x36, (lot #d4j2203y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.